Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted pyleoplasty surgical procedure, an error occurred on e-200 integrated electrosurgical unit (iesu). Site received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Before the phone call, site restarted the system and the iesu, but the issue was not resolved. Tse advised site to use a backup esu or to swap the vision side cart (vsc) from another da vinci system. Since a backup esu was not available, the surgeon elected to swap the vsc to continue with the procedure. There was with no reported injury.

Manufacturer narrative:
This unit was returned for failure analysis and the reported "e-200 generator error" issue was neither confirmed nor replicated. The e-200 was visually inspected, where no issues were found. The unit was installed onto a known good eft and powered on with no issues. A tool was installed and the e-200 performed normally, completing both cautery testing and the system drive testing. The generator passed the functional station testing. The probable root cause could be attributed to faulty electrical components inside the e-200 generator throwing error 25913. This error indicates a non-recoverable fault, finger switch check. This error can be resolved through troubleshooting or replacement of the generator.